Manufacturer narrative:
(B)(6) 2018. Reportedly, the customer replaced a cable, however the issue persisted. The customer replaced the power management board. Philip's field service engineer (fse) evaluated the device and confirmed the alleged issue. The fse replaced the navigation ring to address the event.

Event description:
It was reported that the ventilator's screen was flickering, causing numbers to jump around and could not be calibrated. There was no patient involvement. The event date was not specified, estimate used.